Event description:
Right implant ruptured, discovered during surgery.

Manufacturer narrative:
The device has been explanted and disposed of. We will not be able to perform device analysis on this device.